Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump error alarm twice. The customer¿s blood glucose was unknown. They said that insulin delivery stopped and they were prompted to set the time and date again on their pump. Shortly after that, they received a different pump error alarm. After troubleshooting, the alarms were not cleared. The pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly. No unexpected pump error noted during testing. Unit received with minor scratched lcd window, scratched around casing and cracked retainer.